Manufacturer narrative:
The device history record for the above lot has been reviewed for conformance to the cardinal health specifications. The product is tested 100% for leaks. Specifically the ¿aspiration button¿ is depressed, opened and closed several times during the test for leaks, and visual integrity appears to be in conformance. There has been one other complaint from this lot by the same client. The product DHR conforms to cardinal health specifications. Testing had been performed prior to final packaging and sterilization and met all requirements. Follow up report will be submitted once investigation has been completed.

Event description:
The suction button remains blocked, unable to stop the suction. The intervention was a cholecystectomy procedure. Healthcare professional had to manually unblock the aspiration valve to stop suction. It caused improper trumpet handling, loss of pneumoperitoneum, waste of time (needed to wait for body to be re-inflated), improper movement during trumpet valve use and difficulties for the user to concentrate on the procedure. Risk of iatrogenic wound during use. No consequence for patient.

Manufacturer narrative:
We are unable to confirm the issue reported. However, cardinal health has become aware of an issue in which the hydroline and pulse wave trumpet valves may not close properly, which could cause continuous suction. There is a remote possibility that inability to control suction during a procedure may result in loss of carbon dioxide in the abdomen, reduced visibility of the surgical site and potential injury to organs and body tissue. Cardinal health has issued a voluntary recall that was initiated on june 11th 2018.